Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had undergone radiation and hormonal therapy whilst having an artificial urinary sphincter (aus) implanted. The patient developed recurring incontinence leading to a replacement surgery. During the procedure, the existing cuff was removed and replaced with a smaller component. There were no further patient complications.